Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that there was some grinding when priming the insulin pump and insulin pump gives the no delivery alarm. The customer also reports that insulin pump had motor error and it had a cosmetic damage. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, motor error alarm, drive/motor anomaly or unexpected motor grinding noise anomaly noted during testing. The motor was tested outside of the unit and passed. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).